Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) via clinic notes which reported that the patient came in for his baclofen pump refill and follow-up for his spastic cerebral palsy and cervical spondylosis without myelopathy on (B)(6)2020. The intrathecal baclofen was for the management of spasticity. The patient¿s problem list included spastic cerebral palsy, cervical spondylosis without myelopathy, and neck pain. On physical examination of the patient¿s muscles, it was noted, ¿normal bulk and tone and weakness marked ble but intact bue and no abnormal involuntary movements; no hip adductor spasms ¿ limitation of abduction due to contractures; no le spasticity today¿. During the refill procedure, about 7 cc of baclofen was removed from the pump reservoir even though there should have been 2.9 cc. The pump was refilled with 40 cc of gablofen (baclofen) and the pump rate was maintained at 1220 mcg/day. The pump alarm was adjusted so that he could return for a refill in early january rather than late december. The procedure was tolerated well by the patient and there were no complications. The assessment/plan noted that with regards to the patient¿s spastic cerebral palsy that he had a little spasticity today despite recurrence of his neck pain. He was to return for a pump refill in january and the hcp would contact the manufacturer if there was again too much baclofen remaining in the reservoir at his next refill. With regards to the patient¿s cervical spondylosis without myelopathy the patient was to continue to follow with his pain management team. The patient came in for his baclofen pump refill and follow-up for his spastic cerebral palsy on (B)(6)2021. On physical examination of the patient¿s muscles, it was noted, ¿spasticity moderate ble increased from his baseline and weakness marked ble but intact bue and normal bulk and no abnormal involuntary movements; moderate hip adductor spasms on top of contractures¿. During the refill procedure, about 6 cc of baclofen was removed from the pump even though there should have been only 1.6 cc. The pump was then refilled with 40 cc of gablofen and reprogrammed with the dose increase from 1220 mcg/day to 1352 mcg/day). The low reservoir alarm was set at 2 cc. The procedure was tolerated well by the patient and there were no complications. The assessment/plan for the patient¿s spastic cerebral palsy noted that the patient had marked increase in his lower extremity spasticity at the visit consistent with his complaint of increasing stiffness. The pump rate was increased to try to reduce the spasticity. This was the second refill in a row with excess fluid remaining in the pump reservoir which could be the reason for his worsening symptoms. The manufacturer was contacted and after the discussion of troubleshooting options the patient was going to be returning for a pump refill in early february and if there was again excess fluid in the reservoir the hcp would aspirate the catheter access port. If that did not work to correct the problem, the hcp would have another physician perform a catheter dye study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal gablofen (baclofen) (2000 mcg/ml at 1350 mcg/day) via an implantable pump for unknown indications for use. It was reported that over the past two fills the hcp was getting back approximately 4-5 cc more remaining in the pump than there should be. It was reported he noticed increasing spasticity and the patient's legs were pretty stiff. The hcp was not with the patient. The hcp noted that he did increase the dose yesterday from 1200 to 1350. Reviewed option to continue to monitor for therapy effect. Reviewed option to do catheter access port (cap) study or dye study.